Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) determined to be post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient symptoms or consequences.